Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: one used device was received for evaluation. The visual inspection found the middle handle member had separated from the handle. The root cause of the observed condition was determined to be a result of the inner handle member missing adhesive. This issue has been brought to the attention of the appropriate manufacturing personnel and an action has been initiated in order to prevent this condition from recurring. Should we receive additional information a supplemental will be filed at that time.

Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the reporter, during a procedure, when removing the needle, the handle broke in half. This occurred on the second and final pass with the needle during removal from the scope. There was no harm to the patient or user. No other known adverse events were reported.